Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, patient did not recharge the ipg for an extended period of time. The patient last had therapy in 2020. As such, the ipg became inoperable and does not communicate with external devices. Troubleshooting was unable to address the issue. In turn, surgical intervention may take place at a later date to address the issue.